Event description:
Pt reported she had problems with the 3 ml syringe. Pt reported 3 times when she tried to use syringe the needle cap separated when drawing medication. Pt is requesting extra syringe for this fill. Pt code: 4582. Device code: 1562. Ref reports: mw5178790 and mw5178791.